Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it has been indicated that during the resident transfer in sling from the bed using maxi sky 600 ceiling lift the resident dropped to the floor landed in a sitting position onto the floor. It has been reported that it was a staff error. The resident is a bigger person who normally uses an extra large standard sling with a dart to help close the bottom. The staff used a medium comfort sling that was laying close to the resident and they thought that was the sling to be used. Additionally, the resident has a tendency to curl up while in the sling. Nevertheless, the sling was used earlier in the day with no issues. The staff were unable to recreate the situation. As a consequence of the event the resident sustained little bit of redness in buttocks. However, there were no complaints of pain.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it appears most likely that during the resident's transfer from the bed using maxi sky 600 ceiling lift and the sling the resident slipped out of the sling in a sitting position onto the floor. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for this failure mode is currently considered to be low. The maxi sky 600 ceiling lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. Therefore, the sling and the lift which work together as a system were found to have been to specification when the event took a place. It can be established that the system was being used for patient care when the event took place but it appears it contributed to the event possibly due to an use error. A drill down analysis was conducted into this event. Based on our product knowledge and many simulations performed for many slings type there are few elements which could contribute to a person sliding out from the sling: inadequate sling size used for transfer (several sizes off): in this case it appears quite possible that for example the gap between the leg straps is so big that the body of the person will slide out entirely at the bottom of the sling. This is not likely to occur when there is only one size difference as the gap would not be big enough at least should all other instructions in the IFU be followed. An obvious wrong application of the sling (e.g. Sling used upside down, wrong type of the sling used). Also, in this case the body the person could slide out entirety as the shape of the sling would not support the body. A sling clip detaching or not being attached to the lift device before starting the transfer. Comparing the possible scenarios described above to the event description it appears likely that the size of the sling used for this patient medium size was correctly. The patient's weight was indicated to be 140 lbs which appears to fit to the medium size of the sling. According to the sling current instruction for use (IFU): "the resident's physical disabilities, weight distribution and general physique needs to be taken into consideration when selecting a sling". Nevertheless, it was indicated that the sling was too small for the involved patient. It was noticed that the "green sling would do best". Green means large size. Therefore, one size bigger sling was indicated to be fitted better with the patient involved. Based on our product knowledge, it appears unlikely that the person will slide out of the sling when there is only one size difference as the gap would not be big enough. Therefore, additional factors appeared which contributing to the event. It was indicated that the sling used normally with this patient is an extra large sling with "dart (scooped butt" which means that there is no gap at the bottom of the sling). Following this, the special sling fitted only for this patient should be used. Additionally, it was noticed that according to the facility internal procedure is to bring the patient to sitting position and then check the clips sling. It was noticed that this "may not have been performed as there was "not a lot of time between fully weighted and sitting up". Therefore, it can be supposed that the clips were not checked to be in place and not monitored to be in place. This can be another additional factor which could contribute to the patient's fall. Following our evaluation we can conclude that the use error cannot be ruled out, especially as no malfunctions were found on the lift and the sling that could have caused or contributed to the event. Therefore, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents, and that only due to this the device contributed to the event. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to the correct lifting procedure and all steps concerning choosing the sling for transfer. This is to be communicated to the customer. We found this complaint to be reportable to competent authorities.